Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on unknown date and the mesh was implanted. Following the procedure, the patient experienced partial vaginal exposure of tape, pelvic pain and discomfort. The patient underwent excision of exposed mesh. Additional information has been requested.